Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
A stryker core impaction drill was called in for repair due to overheating during a procedure. No adverse event was reported, no procedure delay was reported. The procedure was successfully completed with the same device.